Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received five inappropriate shocks due to oversensing, and thus was hospitalized. Testing of the system was done and the s-ICD was reprogrammed to a different sensing vector. X-rays were taken and provided for review. At this time, the s-ICD remains in service. No additional adverse patient effects were reported.